Event description:
It was reported that images the system produced were not diagnostic or unusable. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The main cable connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.